Event description:
Our (B)(4) affiliate received a complaint reporting a pt experienced a corneal erosion in the right eye (od) while using an acuvue advance contact lens (cl). The pt began wearing acuvue advance contact lenses (cl) in (B)(6) 2012. Pt stated he opened the lens on (B)(6) 2013 and used it on (B)(6). After approx 3 hours of use on (B)(6) 2013, the pt had foreign body sensation and discomfort od. The pt saw the eye care professional (ecp) the following day. Our (B)(4) affiliate conducted a medical interview with the ecp on (B)(4) 2013. The ecp confirmed that on (B)(6) 2013, the pt was diagnosed with corneal erosion od. The erosion was mainly detected in the center and extended to the peripheral part of the pt's eye. The pt's va was not measured on (B)(6) since the pt could not open the eye due to pain. The pt was prescribed cravit ophthalmic solution 0.5%, flumetholon ophthalmic suspension 0.1%, and oral medicine loxonin (dosing unk). The pt returned for f/u the following day. Va od was 0.6 (20/30, pt's normal va is 20/20). The ecp stated "it is evident that the symptom was caused by cl" and he/she considered it rather severe. The erosion became deep yellow by fluorescein staining. The ecp concluded the erosion was non-infectious. The ecp stated that the erosion was deep even though it was only in the epithelium, so the ecp diagnosed it as "corneal ulcer". The pt was advised to discontinue cl wear and to return visit. The (B)(4) affiliate followed up with the ecp office on (B)(4) 2013 and they confirmed the pt has recovered.

Manufacturer narrative:
One lens was received in a lens case. The parameters of the returned lens were not measured due to the condition received. The lens material was identified as acuvue product by the lab. A lot history review was performed and revealed the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within spec. All sterilization requirements were successfully completed. This lot was produced under normal conditions. Based on all available info, no causal factors can bed determined and no conclusion can be drawn. Add'l info will be submitted within 30 days of receipt. (B)(4).